Event description:
It was reported that the pt underwent a cervical procedure at c4/5 for cervical spondylotic myelopathy using fixation screws. The pt developed a sensorimotor defect of one hand due to the screws(s) improperly implanted.

Manufacturer narrative:
Device was not returned to manufacturer for eval. We are unable to determine the cause of the event; however, the suspect devices in use are lot #w07c1579 and #w07d1331. Device history records for both lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.